Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected calcium (ca) result was obtained from a non-vitros biorad quality control fluid using vitros chemistry products ca slides lot 0356-0683-4072 on a vitros 5600 integrated system. Biorad lot 45960 level 1 result of 9.64 mg/dl vs. The expected result of 5.85 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros ca result was obtained from a quality control fluid and no results were reported from the laboratory. No patient samples had been processed using the vitros ca reagent lot. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a higher than expected calcium (ca) result was obtained from a non-vitros biorad quality control fluid using vitros chemistry products ca slides lot 0356-0683-4072 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros ca quality control result is a suboptimal calibration. The slope and intercept values of the initial calibration from the day of the event for vitros ca reagent lot 0356-0683-4072 were abnormally high compared to the release values. After the reagent was recalibrated the parameters of that calibration were determined to be typical. The quality control results processed after the recalibration event were deemed acceptable. The cause of the suboptimal calibration is improper protocol by the customer related to the preparation of vitros cal kit 1 lot 0183. The customer confirmed that the operator had used 5ml of diluent when reconstituting the vitros calibrator kit 1 fluids. The instructions for use for vitros cal kit 1 recommends using either a class a volumetric pipette or an automated pipette due to the sensitivity of the reconstitution process in maintaining the accuracy of the products and states to use 3ml of diluent when reconstituting the vials of cal kit 1. Recalibration with freshly prepped calibrator fluids following the correct protocol resolved the issue as post calibration qc results were within expectations.